Event description:
A 180mm 2/3rd ring was applied to a proximal tibia. Subsequently it was noted one of the wire carriages was broken. The entire carriage was replaced. There was no injury to the patient.